Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was receiving 25.0 dilaudid at 13.988 mg/day, 135.0 mcg/ml clonidine at 75.54 mcg/day, and 4.0 mg/ml bupivacaine at 2.2381 mg/day. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving dilaudid (10 mg/day, 25 mg/ml) via intrathecal drug delivery pump for an unknown indication for use. It was reported that "3 months ago" the patient had an increased onset of pain and had more than expected in her pump. There were no known environmental, external or patient factors that may have led or contributed to the issue. A dye study was performed with good results. There was no decrease of pain following the dye study. The pump and catheter were replaced. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative had returned the device to the manufacturer.

Manufacturer narrative:
The returned passed all testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.